Event description:
It was reported that the stent delivery system was entrapped on a filterwire. A carotid wallstent and filterwire ez were selected for use. The carotid wallstent was successfully implanted in the carotid artery. However, the delivery system could not be removed from the filterwire ez so they were removed together. The procedure was completed with these devices. There were no patient complications as a result of the event.

Manufacturer narrative:
This report is being submitted to correct the correction/removal reporting # (h9) in section h. Device manufacturers only and device evaulation. Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified no issues with the sheath of the device. Device was received with the guidewire inserted in the device and the device was sheathed. The investigator unsheathed the device, and the guidewire was removed with a certain degree of resistance. The device was returned with the stent already deployed from the delivery system. The deployed stent was not returned with the device. No issues noted with the stent cup or the stent holder.

Event description:
It was reported that the stent delivery system was entrapped on a filterwire. A carotid wallstent and filterwire ez were selected for use. The carotid wallstent was successfully implanted in the carotid artery. However, the delivery system could not be removed from the filterwire ez so they were removed together. The procedure was completed with these devices. There were no patient complications as a result of the event.

Event description:
It was reported that the stent delivery system was entrapped on a filterwire. A carotid wallstent and filterwire ez were selected for use. The carotid wallstent was successfully implanted in the carotid artery. However, the delivery system could not be removed from the filterwire ez so they were removed together. The procedure was completed with these devices. There were no patient complications as a result of the event.